Event description:
Discordant, falsely elevated sodium results were obtained on thirty patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on an alternate instrument and resulted lower. The rerun results were reported to the physician(s). It is unknown if there was any patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that the sodium electrode should be replaced. The fse replaced the electrode and reran the patient samples, all of which resulted as expected. During further troubleshooting, the fse flushed the new electrode with serum and deionized water and cleaned the cell base assembly. The system was calibrated and quality controls were run, all of which were within range. The customer stated that the instrument was working properly after the fse visit. The cause of the discordant, falsely elevated sodium results was a malfunction of the electrode. The instrument is performing within specifications. No further evaluation of the device is required.